Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed stated they were encountering a problem with the central station's (pix ix) audio. Although a speaker was connected, it did not produce any sound. To resolve the audio issue, the biomed team attempted several troubleshooting steps, including checking the sound settings in the control panel, rebooting the system, and unplugging and reconnecting the hall sender and receiver system. Despite these efforts, the problem persisted. The biomed requested an onsite visti. A philips technical consultant (tc) went to the customer site. The tc confirmed there were no audible alarms on central station. The tc recreated a red alarm; no audible alarm present. The tc reseated the cables for the speaker box, tested the speaker, and there were no audible alarms present. The tc rebooted the central station and tested the speaker; there was still no audible alarms present. The tc rebooted the remote solutions at the central station and in the network closet and tested the speaker; still no audible alarms present. The tc exchanged the speaker and tested the speaker; audible alarms were operational. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that no audible alarms were going off when the red banner appears. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.